Event description:
It was reported that the tecnis toric lens rotated twice on the same patient. It was stated that the initial implant date was (B)(6) 2014. The doctor observed the first rotation on (B)(6) 2015. It was stated that the doctor brought the patient back and repositioned the intraocular lens (iol) back to the proper axis ¿without much trouble to rotate it back into position¿ on (B)(6) 2015. The doctor saw the patient that afternoon and the next morning and the lens was still in good position, and then it rotated again. The specific date is unknown. The desired axis was 105. After the initial surgery it rotated to 135. After the repositioning it resided at axis 45. The patient originally had about 2.5 diopters of corneal cylinder. The patient¿s refraction was 2.75+4.25x110. The patient is used to wearing a toric soft lens. However the patient now has so much astigmatism that he will have to wear a custom-made soft contact lens, which is much more expensive. It was stated that it is not a particularly long eye but it is longer than average with an axial length of about 26. The doctor stated that he used proper technique. The doctor stated that the capsular bag is probably larger than average but thought that the tecnis should be able to handle this. It was stated that the patient¿s uncorrected vision is 20/400. The lens was explanted on (B)(6) 2015 and disposed by the facility after the extraction. The replacement lens is a softec hd 17.0 diopter intraocular lens (iol). The visual acuity was 20/40 -2 on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The doctor provided the following additional information: ''when I took the patient back to reposition the lens and that would be the second operation, I checked him that afternoon and the next morning and the lens was still in the appropriate position with the hash mark at about 105 degrees. Sometime after that he rotated in the opposite direction from where he rotated the first time. So the next week we removed that lens and replaced it with a spherical lens. I saw him yesterday with an uncorrected vision of 20/70. He has three diopters of astigmatism in his refraction now. He is going to wear a toric soft contact lens.'' In addition three operative reports were provided. Op report (B)(6) 2014: preoperative diagnosis: cataract right eye. Postoperative diagnosis: cataract right eye. Procedure performed: phacoemulsification with insertion of posterior chamber intraocular lens right eye. The procedure description was provided and indicated that the patient left the operating room in good condition. The patient was discharged home on restricted activities and is to be seen in the office the day after surgery. It was stated in the addendum that it was a toric lens. Just prior to prepping the patient, the 6 o'clock position on the limbus was marked with a marking pen. After implant was inserted, an axis mark was used to the axis and "#" marks on the implant were rotated to 105 degree mark. This was done just prior to the final removal of the viscoelastic. Op report: (B)(6) 2015 the procedure description was provided: preoperative diagnosis: malrotated toric intraocular lens. Postoperative diagnosis: malrotated toric intraocular lens. Procedure performed: repositioning of toric intraocular lens, right eye. Procedure: provisc, the capsular bag was opened on either side of the 2 haptics. The hash marks were oriented about 135 degrees. The lens was rotated so the hash marks were located at 105 degrees. This was checked with a marker. Then the irrigation/aspiration handpiece was used to remove the provisc. The wound was hydrated with balanced salt solution and noted to be watertight. Vigamox drops were placed in the eye followed by a shield. The patient was discharged home and will be seen in the office post operatively. Op report (B)(6) 2015 preoperative diagnosis: malrotated intraocular lens. Postoperative diagnosis: malrotated toric intraocular lens. Procedure performed: intraocular lens exchange. Procedure description: patient was brought to the operating room. Provisc was injected into the capsular bag in order to loosen up the haptics of the implant. The proximal portion of the implant was lifted into the anterior chamber. Previously made temporal 3 mm corneal incision was enlarged to 4 mm. Forceps was used to grasp the implant and remove it from that. A spherical posterior chamber intraocular lens was then injected into the capsular bag. Irrigation and aspiration handpiece was used to remove viscoelastic. Wound was hydrated and noted to be water tight. Vigamox drops were placed in the eye followed by a shield. Patient was discharged to home and was scheduled to be seen in the office the following day. (B)(4). The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no nonconformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. There were no complaint related environmental monitoring related nonconformances within the production order number. There were no associated nonconformity materials reports or nonconformances. There were no associated nonconformity reports or deviations. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.